Manufacturer narrative:
A log review was conducted, which resulted in the following findings: it was confirmed the permanent cautery hook part# 470183-14 lot# n11190315-0015 was last used during a sigmoid colectomy procedure on system sl0112. It was noted the reported instrument was used for 0:40:54 minutes. The logs showed the permanent cautery hook instrument had 6 lives remaining. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the robotic coordinator informed the case was back in 2019 and would not be able to provide patient demographics. As of 05/13/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No video or images were provided for review.

Event description:
Refer to h10/h11 for follow up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint of a loose cable. During investigation, fa found a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm occurred, if this malfunction were to recur, it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during central processing, the technician noticed a permanent cautery hook with a loose cable. There was no report of patient involvement.